Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) had low rigidity in the cylinders. A surgical procedure was performed in which additional saline was added to the cylinders. There were no patient complications reported.